Manufacturer narrative:
Concomitant medical products: product ID: 37754 serial# (B)(4), product type recharger. Product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37712, serial# (B)(4), implanted: (B)(6) 2011, product type: implantable neurostimulator. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient couldn¿t turn her device on. The manufacturer¿s representative suspected that the battery was discharged. A power-on-reset (por) screen came up on the recharger. A recharge session was started and the reporter noticed that the battery was ¾ full. The device was interrogated with the clinician programmer and the por was cleared. Impedance testing was done but it was unclear what the results were. The battery was turned on and the patient had good coverage of the pain areas with good relief. There were no patient symptoms associated with the event. A follow-up appointment had been scheduled for (B)(6) 2014. It was further reported that there was a broken connector pin on the desktop charger (dtc). Analysis of the dtc found that the connector pins were broken.